Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that that its not working, they tried for several hours to charge the implantable neurostimulator (ins), they plugged in the recharger to the controller, the ins was at 50% and controller at 100% but after 'hours' the ins dropped to 40%. Pt stated the controller battery was at 100% so they tried to let the device rest for a while thinking that 'maybe its overheating' and when they tried to charge the ins again, the ins battery was at 'red'. Pt rep said the issue started on saturday. Pt rep stated they tried to reset the controller but that didn't resolve the issue. Agent had pt rep to reset the controller. Pt confirmed no visible damage on the controller port and recharger. Agent had pt rep to clean the connection pins and start the ins charging session. Pt rep said they saw the battery low replace controller battery soon even when the controller was not low. Troubleshooting steps taken on the call didn't resolve the issue. Agent sent a request to replace the rtm.

Manufacturer narrative:
H3: product ID 97755-s lot# serial# (B)(6), product type recharger was returned and the analysis shows that white arrow rubbed off of connector. Found no issues with finding or charging medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.